Event description:
The reporter indicated that the a 13.2mm vticm513.2 implantable collamer lens of a -6.5/1.5/090 (sphere/cylinder/axis) was reportedly, "cracked." A replacement lens was implanted.

Manufacturer narrative:
A4-a6:unk h6: work order search: no similar complaints within associated lots were found. Claim (B)(4).

Manufacturer narrative:
B5: an implantable collamer lens was intraoperatively implanted and removed from the patient's right eye (od) on (B)(6) 2023, due to a lens tear/break during injection delivery into the eye. No patient injury. The problem was resolved. Claim# (B)(4).